Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had blank display. The customer¿s blood glucose level was 141 mg/dl. The customer stated that the insulin pump was died and was not turning on. It was also reported that they had changed the battery and the screen would go black then the message would reappear until pump just shut off and does not turn back on. The customer was advised that pump would be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Insulin pump passed sleep current measurement, active current measurement, self-test and displacement test. No blank display noted during testing. Unit functioning properly.